Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff inflation/deflation issue. The patient was recannulated.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. An inflation/deflation test was performed. A visual inspection was conducted and it was noticed the cuff presents a cut. The reported event is confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.